Event description:
During a percutaneous transluminal angioplasty to the left knee, the balloon was reported to have burst. The balloon inflation was made with a syringe. The vessels were calcified. The balloon catheter was retrieved and exchanged for another balloon catheter to end procedure successfully. There was no pt injury. This product has been returned for eval and testing, however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.